Manufacturer narrative:
This is a retrospective MDR submission. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in metabase (patient database) that the patient did receive one positive curative test result. The patient's test sample was collected on (B)(6) 2021 at 3:07pm. The result for this test was released on (B)(6) 2021 at 4:34pm. The patient's sample resulted in a viral CT value of 37.3, which falls within the repeat range. Upon the patient's sample being repeated, the patient's sample resulted in a viral CT value of 34.5, which falls within the positive range. No corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, the patient's sample was initially run on plate-(B)(4) position f4 and results came back with a viral CT value of 37.3 which falls within the repeat range. The repeat was performed on plate-(B)(4) position a9 and came back with a viral CT value of 34.5 which resulted as a positive. Plate-(B)(4) was extracted by a cla at 11:09am using filter plate lot # 599893, tcep lot # mkcm5103, wash buffer lot # 599597, and elution buffer lot # 599301. The reagents used to test the patient's sample were in specification, not expired, and passed qc. In addition, any contamination was ruled out and it was determined that the sample was resulted correctly. It was also determined that there were no samples on the plate with an extremely low viral CT value, which have higher potential to produce contamination during processing of the specimen. The lowest viral CT value on the plate was 27. Contaminated samples would have a viral CT value greater than 5-7 CT units from the most positive sample. A customer success employee spoke to the patient on (B)(6) 2021 over the phone, and explained the curative pcr test and the patients' viral CT values. The customer success employee informed the patient that based on their viral CT value, the patient received a true positive result. Curative cannot confirm the patient's claims of false positive. The result of the investigation clearly showed a true positive result.

Event description:
Patient reached out to customer success regarding their positive test result and questioned if it was a false positive. Patient previously took a curative test that resulted in a negative test. After the patient received the positive test from curative, the patient took an antigen test with an outside provider and it resulted in a negative.